Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post procedure follow up interrogation, the right atrial lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and revealed the lead had perforated the heart. The patient was asymptomatic. On (B)(6) 2017, the lead was explanted and replaced without complications. The patient remained asymptomatic.

Manufacturer narrative:
Analysis was normal. No anomalies were found.